Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(4). Was performed from (B)(6) 2015 to (B)(6) 2020 and confirmed that this device was not previously returned for issues unrelated to the complaint or service history. The device was returned unrepaired. The database showed no production failures were on record for the device.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Customer reported error code 240.4150 which constitutes a reportable malfunction; however, the investigation has not been completed. A follow up MDR will be submitted to include investigation conclusion once the device is repaired.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.